Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where both the leads were explanted and replaced, thereby restoring effective therapy.

Event description:
It was reported patient experienced multiple falls and vehicle accident, leading to high impedances on both leads. Programming was able to restore therapy. Surgical intervention is pending to address the issue of high impedance and to enable MRI mode.

Manufacturer narrative:
Date of event is estimated.